Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) when plugged into ac the unit made a high pitched noise while off. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that pump maintained by getinge fst (B)(4). This is the second occurrence of this issue, with the last being the unit alarming while off on (B)(6) 2023 on (B)(4). Last service was a repair for a blank screen completed on (B)(6) 2023. No related faults in the system logs. System does show a fault 7, but all front end board test pass normally. Issue is reproducible. Alarming continues until unit is turned on or battery in slot 2 is removed. Issue is slot 2 specification, as it did not matter which battery was in slot 2. Power slot interface pcba replaced. Confirmed unit runs on either battery with no issue. Power cycled unit 20 times with no alarming after the unit was powered off. Unit will be left overnight to confirm powered off alarming does not resume. On (B)(6) 2023 biomed states that the unit was beeping intermittently when they came in at 0700. The beeping grew in intensity and frequency before stopping. The unit then began to produce the constant alarm tone around 1200. Power management replaced. Leaving the unit off overnight to test for powered off alarming. Unit has been confirmed to no longer alarm while charging in the biomed shop for four days. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing department inspected a assy power slot interface and observed the j3 test point pins were broken. No further test can be done due to the broken test point pins. Retaining the assy power slot interface in the failure analysis and testing department per procedure 0002-07-d008 rev an. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to internally further troubleshoot this part in an attempt to determine the root cause. See attached pictures. The failure analysis and testing department received a power management board, with a reported the unit produce a high pitch alarm when turn off. Performed visual inspection of power management board per the cardiosave service manual and found no visual damage. Installed power management board into failure analysis and testing department iabp cardiosave test fixture. Performed and tested the power management board and the cardiosave service manual. The tests were able to trigger the reported problem of the high pitch alarm when the unit is turn off. The failure analysis and testing department was able to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per 0002-07-d008 revision an. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to internally further troubleshoot this part in an attempt to determine the root cause. The fat dept received part serial number edm from the supplier. The supplier evaluation states the following: performed visual check and no abnormalities found. Board was re-tested at fct and passed. Results at inspection and test is good and no abnormalities was detected. Board was ndf. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.